Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was recei ving morphine 20mg/ml via an implantable pump. It was reported that the patient was on a high daily dose and the physician wanted to check the patient¿s patency of catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. After a dye study, the catheter was unsuccessful. A new catheter was implanted. The issue was resolved. No symptoms reported.the healthcare provider (hcp) has no further information for medtronic.